Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823114) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, based on the reported incident, the probable root cause of this issue could be related to biological debris and protein buildup interfering with and blocking the catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2025-00121. Event reported from a post-market clinical program: a facility reported a patient had severe dilation and hydrocephalus of the left supratentorial ventricle in (B)(6) 2021. During an examination on (B)(6) 2022, an increase in hydrocephalus was found; therefore, a hakim valve (ID 823114) and a bactiseal catheter (ID 823072) were implanted on (B)(6) 2022. In (B)(6) 2022, during a follow-up visit, it was found that the hydrocephalus had increased and the catheter was blocked. The patient had v-p shunt surgery and catheter replacement. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.